Event description:
It was reported that patient underwent left hip revision procedure 2008, due to dislocation. Pre-operative radiographs showed the acetabular liner locking ring fractured. Acetabular liner and modular head components were replaced with freedom constrained liner and modular head. Approximately 1/3 of the fractured locking ring was not able to be retrieved and was left in the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation of returned device found evidence that locking ring failed in fatigue.this report filed october 28, 2008.